Manufacturer narrative:
On july 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 325cc breast implant had a crease/fold on the posterior view. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pseudoptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast prosthesis implantation surgery with two 325cc mentor smooth round moderate plus profile saline breast prostheses, suffered right breast implant deflation and bilateral breasts pseudoptosis, post-procedure. The complication's were diagnosed via an in-office visit. As a result, the patient underwent bilateral mastopexies and bilateral replacement on (B)(6) 2021. The replacement devices were the following: (left) 300cc mentor memorygel breast implant catalog: 350-3001bc lot: 9120680 sn: (B)(4) and (right) 300cc mentor memorygel breast implant catalog: 350-3001bc lot: 9120680 sn: (B)(4)). This medwatch form is for the left breast prosthesis. The complication on the right breast/implant was reported under mrn: 1645337-2021-04389.